Event description:
It was reported that the hv lead impedance had decreased and there was possible hv circuit damage. During a follow-up check, a capacitor charge time test and a high voltage impedance test could not be performed. Lead insulation damage was noted. It is suspected that there was a high voltage short circuit between the lead and the ICD can. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.